Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 47 mg/dl. Customer reported they feel okay to troubleshoot. Customer current blood glucose is 71 mg/dl. Customer blood glucose at time of incident is 47 mg/dl. Customer has been experiencing low blood glucose for 3 days. Customer states the drive support cap appears normal. Customer states the most recent set change was: (B)(6) 2017, 9 pm. Customer was neither in emergency, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer reports programming is accurate customer reports was not worn during a medical procedure or test around magnetic resonance imaging. Customer was advised to contact healthcare provider. Insulin pump will not be returning for analysis.